Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will not be provided for evaluation. Two potential lot numbers have been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, approximately 3-4 weeks after implantation, the siphonguard detached from the certas plus valve causing csf leakage and the valve was revised. The device is not available for return.

Manufacturer narrative:
UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Multiple potential lot numbers were provided and a review of manufacturing records found no discrepancies related to the reported issue. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.